Manufacturer narrative:
It was reported that the patients leads were revised on (B)(6) 2019. The patient reported that they stopped using the stimulator because it wasn't helping them. An x-ray was taken and it showed that the leads migrated. The two leads were taken out and two new 3186 leads were put into the same 3660 proclaim ipg. There were no complications during surgery. Effective therapy was restored.the results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 3006705815-2019-03815. It was reported that the patient's leads had migrated. Surgical intervention was taken wherein the patient's leads were explanted and replaced. Effective therapy was established post op.